Event description:
The customer reported that the system had a check sum error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos battery was replaced and the system reset during the service call. The system was tested and found to be working as intended and put back into service.